Manufacturer narrative:
No sample returned for investigation but if one becomes available, a follow-up report will be filed. (B)(4).

Event description:
One PICC broke and migrated to the heart. The catheter was successfully retrieved in the cardiac catheter lab and the infant is doing well.